Event description:
It was reported that the patient presented for routine generator change on (B)(6) 2025. During the procedure the right ventricular (rv) lead was removed from the device header, and the pin was observed to be separated from the insulation. The lead was unsalvageable and was capped and replaced during the procedure. The patient was discharged.

Manufacturer narrative:
Correction: h6 - component code.